Manufacturer narrative:
Voluntary medwatch report received: mw5148970.

Event description:
Voluntary medwatch report received noted that the left ventricular lead showed evidence of bacteremia. The lead was surgically abandoned. No further patient consequences were reported.